Event description:
The patient has two leads (from the same lot) implanted as part of her scs system. It was reported the patient is experiencing pain on her right side. The patient fell several months ago. The sjm representative met with the patient and impedance were normal, however, when the right lead was turned on the patient reported it gave her pain. X-rays were to be taken. Results of the x-rays are currently unknown. The physician has not made a decision as to the next course of actin that will be taken for this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.